Manufacturer narrative:
Evaluation of the returned 3maxc confirmed ovalizations on the distal shaft. If the device is forcefully pinched or gripped during use, damage such as ovalizations may occur. During functional testing, the distal tip was plugged, and the device was flushed with air while submerged in the decontamination solution, but no air was observed from the ovalized locations; therefore, the reported puncture could not be confirmed. During additional testing, a demonstration guidewire was advanced through the 3maxc without an issue. The 3maxc with the guidewire inside its lumen were then advanced through a demonstration ace68 without an issue. Further evaluation revealed additional kinks along the catheter. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system ace 68 reperfusion catheter (ace68) and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, while advancing a 3maxc over a guidewire through the distal end of the ace68, the guidewire would not exit the 3maxc. Subsequently, the guidewire punctured the lumen of the 3maxc approximately three centimeters from the distal end. Consequently, the 3maxc became ovalized within the ace68 and the 3maxc would not move. Therefore, the physician advanced the ace68 until the 3maxc was completely inside the ace68 and then removed the whole system. The procedure was completed using a new 3maxc and the same ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up report: 1. Section g. Box 4. Date received by manufacturer. 2. Section h. Box 3. Device evaluated by manufacturer? H3 other text : placeholder.